Manufacturer narrative:
(B)(4). On an unreported date, the patient has stopped taking antibiotics, and recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day after the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On the same day as the hospitalization, the patient began treatment with inj (injection) vancomycin (1 gram, once in 4 days) ip and inj amikacin (250 milligram, od [once daily]) ip for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was unknown. No additional information is available. This is report 3 of 3.